Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image) and exposed to moisture, stuck button alarm, and a crack on the battery tube side of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The damage was affecting/impacting pump functionality. Explain the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit gave a solid medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to display anomaly. Keypad anomaly and critical pump error (open book) unknown due to display anomaly preventing further testing. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Solid medtronic logo was due to corroded electronic assembly, including on keypad flex connector gold traces and motor assembly. After peeling off keypad, cracked u1 keypad leads 4, 5, and 6 were also noted. Unable to download history files and traces using thus software due to display anomaly. Unit was also received with cracked case (battery tube), battery tube threads - cracked, broken battery tube threads, cracked case, cracked keypad overlay, keypad overlay texture damage, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of critical pump error (open book) and keypad anomaly were unknown when unit powered on with solid medtronic logo instead. However, customer allegations of moisture damage were confirmed when corrosion was found on electronic assembly, leading to solid medtronic logo anomaly. Additionally, cracked u1 keypad leads were noted. Customer allegations of cosmetic damage were confirmed when cracked case (battery tube) was noted. Overall, isolate to electronic assembly due to noted corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.